Event description:
Allegedly, per article by lehtovirta et al. Plos one, 13(5), "association between periprosthetic tissue metal content, whole blood and synovial fluid metal ion levels and histopathological findings in patients with metal-on-metal hip replacement.": allegedly, two hips with a conserve plus cup and profemur stem required a revision for an adverse reaction to metal debris. No further specifics were reported for these two revisions.